Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation, mmdg was able to confirm that the pump was exhibiting free flow behavior due to a damaged platen. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump delivered more than it was programmed to deliver. They also stated that they did not have any additional information to provide. When the pump was returned to mmdg for investigation, free flow behavior was observed during evaluation. [(B)(4)].